Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included nickel sensitivity, breast pain, pain in hip, swelling nos, redness, abnormal uterine bleeding, multiparous, multi gravida, cervix inflammation, adenomyosis, bronchitis and ectopic pregnancy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition/hypersensitivity"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, dermatitis allergic, cystitis, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for bladder/urinary problems: vaginal discharge, bladder infect., uti. She did not receive treatment for pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included nickel sensitivity, breast pain, pain in hip, swelling nos, redness, abnormal uterine bleeding, multiparous, multi gravida, cervix inflammation, adenomyosis, bronchitis and ectopic pregnancy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition/hypersensitivity"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, dermatitis allergic, cystitis, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for bladder/urinary problems: vaginal discharge, bladder infect., uti. She did not receive treatment for pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: mr received. Reporter information, medical history, essure removal details added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.